Event description:
Customer loaded 300 units and performed a 20 unit bolus, but the insulin gauge stayed stagnant at 235 units. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.